Event description:
Legal counsel for the patient alleges that patient underwent a left m2a hip arthroplasty on (B)(6), 2008, and a right m2a hip arthroplasty sometime in 2010. Subsequently, patient is alleging pain and limitations from the prostheses. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event date unknown. It is unknown whether a revision surgery has taken place. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2012-00574-1 and 1825034-2012-01241/01245). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.